Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl, 437 mg/dl at the time of incident and current blood glucose was 296 mg/dl. The customer experienced nausea, urination due to high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. The customer also stated that he was experienced low blood glucose and took glucagon shot 3 weeks ago. The customer received sensor signal not found and calibration not accepted alert. The insulin pump will not returned for analysis.